Manufacturer narrative:
Due to the nature of this article, this report may be a duplicate of previously reported adverse events. A lot history record review was not possible since the lot numbers were not reported. The pipeline devices will not be returned for analysis as they were implanted in the patients, therefore the event cause could not be conclusively determined. The causes of the post-procedure complications were not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Amuluru, k. Et al (2016). Flow diverters for treatment of intracranial aneurysms: technical and clinical updates. World neurosurgery, 85, 15-19. Doi:10.1016/j.wneu.2015.12.004.

Event description:
Medtronic received information from literature review that patients experienced post-procedure complications after pipeline implantation. This article reviews published data and technical updates for several flow diversion technologies, including the pipeline device. The authors reviewed an article on the single-arm pipeline for uncoilable or failed aneurysms study (pufs), in which 108 aneurysms were treated using the pipeline device. The aneurysms were located in the internal carotid artery (ica) petrous through superior hypophyseal segments. The aneurysms had a diameter of >10mm, neck of >4mm, and were uncoilable. Major ipsilateral stroke or neurological death occurred in 5.6% of patients. The authors reviewed a second article, which was a meta-analysis of 905 patients and 1043 aneurysms treated with pipeline. Mean aneurysm diameter was 11.1mm. Seven patients (1.9%) had a stroke, 19 patients (2.0%) had a transient ischemic attack, and 21 patients (2.3%) had an intracranial hemorrhage. The authors lastly reviewed a third article in which 273 patients with 295 aneurysms were treated. Of the 273 patients, 142 patients were treated with another manufacturer's flow diverter, 130 patients with the pipeline, and 1 patient with both. A comparison of the two devices showed comparable rates of procedure-related and device-related complications. The rates and details of the complications were not provided.